Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transparent particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the compounded product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
. H10: the actual device and a photograph of the sample were available for evaluation. The actual device was received only partially filled with a liquid solution. Visual inspection was performed on the actual sample under magnification and no particulate matter could be observed. The photograph was reviewed and a single colorless to white particle material appeared in the solution of the container on the right side of the photograph. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.